Event description:
The patient came in reporting pain due to a loose patella and the cause of the loose patella is unknown. About 3 years and 1 month after the primary surgery, the surgeon revised the patella and upsized the poly (due to instability), and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29 september 2023: lot 189044: (b)(1) items manufactured and released on 12-feb-2019. Expiration date: 2024-jan-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 29 september 2023: gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot 2000629: (B)(4) items manufactured and released on 12-mar-2020. Expiration date: 2025-feb-24. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.